Event description:
Reporter indicated that a break in the pt's lead was identified via x-ray. The pt subsequently underwent lead replacement surgery. The pt began to complaint of neck pain approximately three months before lead replacement surgery. X-ray and ultrasound at that time did not reveal any obvious discontinuities in the vns therapy system. Approximately one month later, the pt reported that they could no longer feel device stimulation. A repeat x-ray revealed a break in the lead (location unknown). The pt underwent lead replacement surgery the following month. Investigation to date has been unable to determine the cause of the reported lead fracture.

Event description:
Further follow-up revealed that the pt's neck pain resolved with lead replacement. Physician believes that the neck pain was due to vns therapy and possibly cicatrisation and traction. The cause of the reported lead fracture is unk. The cause of the neck pain is most likely due to the lead break.